Manufacturer narrative:
Event year is reported as 2021. However exact date of postoperative screw back out is unknown. This report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had initial surgery on (B)(4) 2021 and was implanted with retrograde femoral nail advanced. Approximately four weeks post-op one (1) locking screw backed out from the poly in lay in the retrograde femoral nail advanced. Revision surgery has not occurred. No further information provided. This report is for one (1) unknown locking screw. This is report 1 of 1 for complaint (B)(4).